Event description:
It was reported that patient underwent a wrist procedure and was subsequently revised for non-prosthetic related reasons on (B) (6) 2009. During the revision procedure, the surgeon found evidence of metallosis in the area where the titanium screw and the carpal plate interface. The surgeon reported the metallosis was due to the fretting of the screw and the carpal plate. It was further reported by the surgeon that the revision was due to infection and not due to implant issues.

Manufacturer narrative:
(B) (4)

Event description:
Per the audiologist, the patient was explanted due to extrusion and an infection at the site of the implant that would not heal. The patient was explanted (B) (6) 2010. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
(B) (4).